Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported the guide wire fractured at the screw interference. The tip of the guide wire was left in the patient's bone.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
A patient history review indicated that the patient was not harmed or affected and there was no delay in the surgery. A complaint history search for the lot number could not be conducted because there was no lot number provided. The 1.6 mm guide wire has a small cross-sectional area due to its design constraints. This small cross-section is further reduced in the area of the drill tip. The guide wire could have fractured due to off-axis eccentric loading; however, an exact cause of the fracture cannot be determined. This product will be monitored for any adverse complaint trends. The product was returned but no lot numbers were provided or evident. After inspection, it was determined that the product is conforming to the diameter measurement per the device print. The tip of the guide wire is fractured and not returned with the product. There were also some scuffs/scratches observed. The device history records could not be reviewed due to lack of product identification, no lot number provided. The age of the instrument as well as the usage history is unknown. There was an attempt to obtain additional information to no avail.